Event description:
It was reported that when the devices were used during an unknown procedure, the staples would not deliver. Opened another device to complete the case. There was no consequence to patient.